Event description:
It was reported that the patient underwent a hip arthroplasty. Subsequently, due to the tendency of dislocation or subluxation, a revision surgery was performed. No additional information available.

Manufacturer narrative:
(B)(4) this final report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d10, g4, g7, h1, h2, h4, h6, h10. As the product has not been received, the investigation was limited to the information provided. We have not been provided with x-rays, photographs or any supporting documentation which could provide additional information. Photographs of the explanted liner were provided in the linked complaint, (B)(4). Visual review identified the following : the rim of the liner was fractured and this most likely occurred during the removal process as there are no allegations claiming the liner had fractured in-vivo. A review of the device history records did not identify any discrepancies that would have contributed to the reported event. A review of complaint history was assessed for three years prior to the notification date and identified 7 total complaints for item #650-1055 (including this complaint). There were (0) additional complaints against the lot #080530. For the item 650-1055, 2 complaints were reported in same hospital. Complaints continue to be monitored through trending and pms reviews. Without the opportunity to examine the complaint product, the root cause cannot be determined due to insufficient information. Risk assessment: risk management report documents the estimated residual risk associated with the reported event. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. The reported event states revision due to dislocation. In the risk file, dislocation is considered harm with a severity level of 3 for a number of hazards defined as moderate, which is described in the severity table as: s-3 prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. The outcome of the reported event (surgical intervention) is considered to be within the severity of the rmf. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Manufacturer narrative:
(B)(4). Report source: foreign. (B)(6). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Concomitant medical products: cer option type 1 tpr sleve +6, catalog #: 650-1068, lot #: 080530, liner 20 degree elevated rim 28 mm i.d. For use with 50/52/54 mm o.d. Shells, catalog #: 00632005028, lot #: 62257386. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00327. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip arthroplasty. Subsequently, due to the tendency of dislocation or subluxation, a revision surgery was performed. No additional information available